Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The pinnacle cup impactor is coming apart.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: examination of the returned instrument confirmed the complaint; the end cap of the instrument broke off from the handle. Previous investigations found eco-(B)(4) was implemented on march 12, 2013 that further changed the material from aluminum to overmolded silicone. The complaint sample is the old design. Further corrective action is not indicated. Continue to monitor to post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.